Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An ophthalmic assistant reported that, following an intraocular lens (iol) implant procedure, the iol got dislocated in patient's eye. Her vision became cloudy, blurry. She has visual obscurations and aberrations, decreased vision with a peripheral arc in her vision from light coming from the side in particular and decreased vision relative to what she had. The lens was exchanged in a secondary procedure. No information has been requested.